Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed open sores on her back under the lifevest. The patient's physician recommended that the patient remove the lifevest to let her skin heal. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.